Manufacturer narrative:
(B) (4). (B) (4). Perforation and death, as listed in the product instructions for use (IFU), are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to MFR, design or labeling. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality.

Event description:
Device issue: none. Adverse event: vessel perforation, cardiac tamponade, death. Time of adverse event: after balloon dilatation. It was reported that a pt with acute coronary syndrome presented for a stenting procedure. During the unspecified coronary artery stenting procedure, in a 100% stenosed artery, an unspecified wire was placed and an unspecified balloon dilated the vessel. Slight staining was noticed. No flow in the artery continued. The stent was placed in the artery and successfully deployed. Cardiac tamponade followed. Pericardiocentesis was performed. Surgery was declined. At an unspecified time, the pt expired. (B) (4).